Event description:
The patient reportedly experienced loss of sound. External equipment was exchanged and programming changes were made; however, this did not resolve the issue. The patient's device was explanted and the patient was reimplanted with another advanced bionics cochlear implant.